Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later noted that there was a 4-5 mm of inaccuracy and the site was able to complete the procedure with a use of another imaging system.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional. Device manufacturing date is not known at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the site alleged that their imaging and navigation system procedure was inaccurate. There was a less than 1-hour delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. If information is provided in the future, a supplemental report will be issued.